Manufacturer narrative:
E3: customer occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the roadrunner nimble hydrophilic wire guide's sterilized package contained a hair. The hair was found during verification process conducted by logistic department, and it was not used on a patient.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information: d9. Investigation ¿ evaluation: it was reported the roadrunner nimble hydrophilic wire guide's sterilized package contained a hair. The hair was found during verification process conducted by logistic department, and it was not used on a patient. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One roadrunner nimble hydrophilic wire guide was returned in unopened packaging. Foreign matter of a hair like fiber was visible inside the sterile packaging. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed no relevant non-conformances. There have been no other complaints filed for this lot. Therefore, there is no evidence to suggest that nonconforming product are in the field; however, this lot will continue to be monitored. Cook also reviewed product labeling. The IFU, tocwg rev1, packaged with the device contains the following in relation to the reported failure mode: "how supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile." Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that manufacturing is the cause of this complaint. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.